Event description:
A caller reported a cartridge alarm issue, specifically cartridge alarm 20, with no prior reports of similar alarms with the same pump. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the defective pump, instructed the customer on how to put the pump into storage mode, and provided guidance for returning the pump. The customer understood the instructions and continued using the current pump until the replacement arrived.